Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that he had low blood glucose readings and ended up in the hospital. The customer did not want to provide information about the hospital visit. The customer declined to troubleshoot for low blood glucose readings.